Event description:
It was reported that a magnetic resonance imaging (MRI) scan was performed on this non-MRI conditional pacemaker without activating MRI mode. Technical services (ts) recommended a complete device interrogation, including lead testing, due to the risk of heating and potential threshold changes. Additionally, ts observed far-field oversensing and intermittent undersensing on the right atrial (ra) lead channel. Reprogramming recommendations were provided by ts. No adverse patient effects were reported. This pacemaker remains in service.